Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed kinks on the cable. A functional evaluation was performed on the returned device and found a handpiece sensor fault error. It was tested with known good housing, cable and motor assy, and it worked properly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include an internal short or component failure of the hall board. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during surgery, the mdu had a handpiece sensor error. Surgery was completed with a back-up device, instead. There was a surgical delay greater than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).